Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: sterile fluted headless 1/8" pin 3.5" long; cat#7650-2038a; lot#rdee092. Tri post augment sz7 10mm; cat#5544-a-700; lot#be99l. Triathlon stem extender 25mm; cat#5571-s-025; lot#6p2e9l. Tri press-fit stem 21mm x 100mm; cat#5565-s-021; lot#0077028d. Triathlon stem extender 25mm; cat#5571-s-025; lot#1e5dmd. Tri ts femur sz7 right; cat#5512-f-702; lot#ubui. Tri ts baseplate size 6; cat#5521-b-600; lot#dli7ta. Triathlon symmetric x3 patella; cat#5550-g-339; lot#j8nd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not available.

Event description:
Dr. Revised a triathlon ts insert performing an I&d due to signs of infection. He changed from a sz 6x13 to a 6x16. This patient already was revised from an arthrex total knee to a spacer due to infection. The triathlon ts was implanted on (B)(6) 2019. Update 06/august/2019: spoke to rep. Original implant surgery (B)(6) 2019 took place in the same hospital as revision. Rep provided usage sheets from primary stryker implant and revision, and confirmed that no further information will be released by the hospital or surgeon.